Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: patient presented with following pre-op diagnoses: l3 and l4 multifactorial spinal stenosis and bilateral lateral recess stenosis; l3 and l4 degenerative disk disease and instability; l4-5 and l3-4 adhesions; painful retained hardware, dorsal column stimulator, left hip, iliac crest, spine; rule out l4-5 and s1 pseudoarthrosis. For which, patient underwent: l3 and l4 total laminectomies with bilateral wide foraminotomies; right and left/bilateral l3-4 facetectomies and wide foraminotomies; l3-l4 and l4-l5 bilateral lysis of adhesions; removal of painful hardware, dcs (dorsal column stimulator) left hip; inspection and exploration of posterolateral fusion mass, l4-5 and l5-s1; removal of hardware, l4-5, l5-s1, posterior segmental instrumentation; instillation of 80 mg of depo-medrol into the epidural space; application of 7 mm thickness fat pad graft; application of bone morphogenic protein-2, bone graft matrix and local autograft; somatosensory evoked potentials with emg monitoring of bilateral l2, l3, l4, l5 and s1 nerve roots x 3 hours. Per op notes, surgeon morselized the cancellous bone into the morsels of bone and also used the cortical cancellous outer layer to make matchsticks of bone. Surgeon placed 10cc of obtained bone marrow aspirate that would help bony ingrowth where indicated. Surgeon had to remove the previous hardware at l4 and l5, rods and cup which we re crosslinked, to attach the new hardware at l3-4. Thus, the hardware was revised at l4-5 and l5-s1. The fusion mass was also inspected at l4-5 posterolaterally and felt that it was not totally solid. Thus, bone graft matrix was added to both levels, l4-5 and l5-s1, in addition to the new level of l3-l4. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.